Manufacturer narrative:
The pump passed the displacement and rewind tests. The pump gave a motor error alarm during the basic occlusion test, and gave another alarm during the prime test due to moisture damage on the force sensor. The pump also had a cracked case at the lcd window corners, a cracked lcd window, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads, and moisture damage on the motor assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor system while she was attempting to change the infusion set. Customer's blood glucose was 249 mg/dl. Troubleshooting was performed and the customer the device was damage. The right corner of the screen was cracked, by the esc button and on the front of the device. The drive support cap was reported normal. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.